Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the pump was alarming no disposable pump won¿t run. Settings reviewed, and the reservoir volume was183.4ml, rate 5ml/hr, given amount was 2.65ml. Pump was turned off and tubing clamped. Cassette removed and tubing massaged. Bubbles were present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process was repeated and alarm persists. Pump turned off and event occurred while in use with patient at home. There was a patient involved, and no patient harm/adverse event reported.